Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and lead system experienced oversensing and inappropriate therapy. An invasive procedure was performed and the physician elected to explant the ICD and bipolar rate sensing lead. A new device and a transvenous defibrillation lead were implanted.